Manufacturer narrative:
It was reported that the patient was experiencing power switching. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not available for analysis. Failure analysis of the returned device revealed that the battery met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to communication errors between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusions: "it was reported from the site that the patient was home when the charged battery was connected to the controller and the controller then automatically switched to the other battery." Could not be confirmed during functional testing or via log file analysis. The battery passed visual and functional testing. The battery performed as intended during the bench testing. The log file analysis was not conducted since the log files were not available. The complaint record and clinical engineering archive folders were searched and no log file records could be found relative to this complaint that cover the reported event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). "It was reported from the site that the patient was home when the charged battery was connected to the controller and the controller then automatically switched to the other battery." Could not be confirmed during functional testing or via log file analysis. The battery passed visual and functional testing. The battery performed as intended during the bench testing. The log file analysis was not conducted since the log files were not available. The complaint record and clinical engineering archive folders were searched and no log file records could be found relative to this complaint that cover the reported event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was home when the charged battery was connected to the controller and the controller then automatically switched to the other battery. It was stated that the battery was replaced and that there was no effect on the patient and no consequences of impact to patient. It was reported that the capacity of the battery when the event took place was greater than (>) 25 percent (%). No further patient complications have been reported as a result of this event.